Manufacturer narrative:
Concomitant product(s): d224trk ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented from another facility with (B)(6) bacteremia. The patient had a fever and elevated white blood cell count. There was no vegetation on the leads or valves per transthoracic echocardiogram. The patient also had bilateral pneumonia/aspiration. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.